Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The srt replaced the roller pump display and performed release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. He found several 'motor overcurrent' events in the log which may cause a service pump message. The roller pump was left operating overnight with no disruption observed. All connectors inside the roller pump were found to be securely seated and the opto sensor did not appear to be damaged. The pst agitated the display cable during the roller pump operation with no disruptions observed. It was determined that the roller pump met specification.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia roller pump displayed a 'service pump' message. The roller pump was rebooted and initially the issue was resolved. However, it did return after some time. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump. The unit operated to the manufacturer's specifications.